Event description:
Customer called to report high blood glucose. Customer stated that he felt pain when the needle ejected with the pod. He noticed some blood in the cannula, and did not observe a kinked cannula upon removal. The customer delivered a bolus and observed the cannula. He did not see any flow of insulin. The customer also said that when he was filling the pod with insulin, he heard a clicking noise. He was advised not to use the pod in the future if he hears a clicking noise or finds anything unusual during the setup process. The history of bg, carbs and units delivered was provided. The bg level was 116 at activation and rose to 505. He wore the pod for approximately 12 hrs before removing and gave himself an injection of 7.0 units of insulin. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device for backup therapy if required.